Manufacturer narrative:
It is not possible to perform a document review since the lot number of the device involved is not available.

Event description:
The patient had knee instability. The surgeon about 3 years and 8 months after primary revised the patient joint implanting a 3mm thicker insert. The surgery was completed successfully.